Event description:
It was reported that an asahi gladius mongo 14 es guide wire was used during a percutaneous peripheral intervention (ppi) for an unspecified lesion. After the gladius mongo 14 es guide wire was removed for wire exchange, peeling of the polymer jacket was observed, and the new guide wire could not be advanced. The device system was then removed and the procedure was restarted. It was informed that there were no adverse patient effects associated with this event and the patient was stable after the procedure. MFR report #: (B)(4).